Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel. Additionally, boston scientific technical services (ts) was consulted regarding an arrhythmia this patient experienced. Upon review, it was not possible to determine if the event was atrial driven or a true ventricular tachycardia (vt) episode. No adverse patient effects were reported. At this time, this device remains in service.